Manufacturer narrative:
The momentary squeeze pump was visually inspected and the kink resistant tubing (krt) was worn to the filament; however, no leaks were present. There was contamination found inside pump so the pump could not be functionally tested. The spherical reservoir was visually inspected and functionally tested. The reservoir had wear at a fold in the reservoir shell; no leak was found in the reservoir shell. The krt was worn to the filament; however, no leaks were present. The cylinders were visually inspected and both had wear at fold in cylinder body. Both cylinders had leak attributed to fatigue and wear at fold in proximal cylinder body and a hole was present. Both cylinders were not functional test due to the leak identified. The krt of both cylinders were worn to filament. The investigation determined that identified fluid leak in the cylinder is the probable cause of the reported issue, as the device would not be functional after the system fluid was lost. Based on the investigation results, an evaluation conclusion code of cause traced to component failure was assigned to this event.

Event description:
It was reported that inflatable penile prosthesis (ipp) had fluid loss at an unknown location, which let the device to stop working one month ago. Patient underwent a surgical procedure and all components were explanted and replaced. Analysis of device confirmed reported allegations.

Event description:
It was reported that inflatable penile prosthesis (ipp) had fluid loss at an unknown location, which let the device to stop working one month ago. Patient underwent a surgical procedure and all components were explanted and replaced.